Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, eri was recorded on (B)(6) 2014.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to elective replacement indicator (eri). The healthcare professional believes that the ipg battery rapidly depleted within a very short space of time. In addition, it was reported that rv lead had reverted to max output/high thresholds. Subsequent testing revealed that the thresholds had returned to normal levels. It was additionally reported that the rv lead encountered a lead warning indicating high impedance. No actions/intervention was performed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).